Manufacturer narrative:
Sugiura, k., ono, y., kobayashi, k. Et al. Impact of the stapler method on postoperative pancreatic fistula in robot-assisted pancre aticoduodenectomy: a retrospective study. Surg endosc 39, 7822¿7830 (2025). Https://doi.org/10.1007/s00464-025-12223-0 d10. Concomitant product: unegiatri, unknown egia tri staple, (lot # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study aimed to compare the stapler method with the conventional method in robot-assisted pancreaticoduodenectomy (rpd) and its impact on the incidence of postoperative pancreatic fistula. The stapler method included use of a 60mm black tri-staple reload. There were 134 patients included from (B)(6) 2020 to (B)(6) 2024. There were eight patients with postoperative pancreatic fistula ¿ one of which required a reoperation. Two patients had postoperative abdominal bleeding and one patient had post-pancreatectomy acute pancreatitis. For health impacts, two patients required unspecified invasive interventions, and two patients required hospital re-admission.